Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient started seeing a por screen today. It was indicated that it was an informational por screen. The patient was also asked if it was likely related to an over discharge and the patient stated no, but that they did have a fall a couple of days ago and it was noted that this could be related to the por. The patient was redirected to follow-up with their healthcare provider (hcp) about the fall. The event occurred on (B)(6) 2020. No symptoms were reported. It was indicated that troubleshooting resolved the issue to clear the por screen. No further complications were reported/anticipated.